Manufacturer narrative:
UDI related data quality updates & product information update: this follow-up report includes the full UDI, which was missing from the initial report. This report specifies that this is not a combination product.

Event description:
It was reported that during surgery the head of a 4.0mm cannulated fastener detached while being implanted in the patient's right distal fibula. The surgeon intended to use the 4.0mm cannulated fastener as an "im nail" construct, but the 4.0mm cannulated fastener is not part of an "im nail" system. While under power, the head separated from the shaft, and the surgeon was only able to partially remove the fastener. Part of the implant remains in the fibular canal. The surgeon completed the procedure using a lateral distal fibular plate for final reduction and fixation. No adverse patient outcomes were reported.

Manufacturer narrative:
The device was unavailable for evaluation as it is currently implanted. Manufacturing and inspection records were reviewed with no abnormalities found. The detachment of the 4.0mm cannulated fastener head occurred due to the fastener being used as an "im nail" construct, despite it not being part of an "im nail" system.